Event description:
It was reported that upon investigation of the returned controller, (B)(4) electrically damaged components were found.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Manufacturer narrative:
Manufacturer's investigation conclusion: it was reported that upon investigation of the returned controller, (B)(6), damaged components were found. According to events details, the system was being removed from service due to patient recovery of heart function. No functional issue was reported with the returned products. The system controller was connected to laboratory equipment and a controller fault/replace system controller alarm was active. The analysis confirmed compromised fuses related to the controller fault/replace system controller alarm. Both fuses were replaced, and the system controller functioned as intended thereafter. The log file retrieved from the returned device captured controller fault/lvad off/loss lvad comm with the pump speed value at zero rpm on november 19. The alarms were related to a loss of communication and power wires between the system controller and the pump. The alarm event date is consistent with the explant date of the system. The damaged components found during the evaluation and the data captured in the log file indicate the driveline was severed while connected to the system controller. This would have caused a short circuit condition resulting in the compromised fuses, within the returned system controller. Device history record indicated the device was manufactured in accordance to mfg and qa specifications. System controller (serial # (B)(6)) was shipped to the customer on 16jul2019. Heartmate 3 patient handbook cautions the users to ¿call your hospital contact if you think that, for any reason, any portion of your equipment is not functioning as usual, is broken, or you are uncomfortable with the operation of the equipment. Your hospital contact can check the equipment and order replacements, if needed. Do not try to repair anything yourself.¿ under section 5 ¿alarms and troubleshooting¿ under this section, all alarm conditions are addressed including system controller fault alarms indicating to ¿call your hospital contact as soon as possible for diagnosis and instructions.¿ under section 4, entitled ¿living with the heartmate 3¿ addresses how to properly care for, maintain, and store the equipment for proper use. Heartmate 3 instructions for use ¿replace any equipment or system component that appears damaged or worn¿. No further information was provided. The manufacturer is closing the file on this event.